Event description:
It was reported that "cco measurement was not shown due to inaccurate blood temperature measurement." The sales representative commented that it was unable to obtain the details of the event and it is unknown what the blood temperature readings were, if there were any error messages observed, or if the catheter was replaced. There were no patient complications reported.

Manufacturer narrative:
One catheter was returned with monoject 1.5cc limited volume syringe for evaluation. No introducer or contamination shield was returned. The customer report of cco issue was not confirmed. The thermistor was found to read 37.0 c when submerged into a 36.9 c water bath. The catheter ran cco in 36.9c water bath on vigilance I and vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuit were continuous; there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed to the catheter body or returned syringe. Visual examinations were performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. It is not known if any procedural factors may have contributed to the event. No actions will be taken at this time.